Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass.

Event description:
The customer reported via phone call that insulin pump had fracture on the lcd screen and screen was black. The blood glucose at the time of the incident was 98 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.